Event description:
Customer alleges device displayed key fault condition on power up. Condition was observed by the customer once during daily check of the device. Service representative could not duplicate reported condition, proper operation was confirmed.